Manufacturer narrative:
Concomitant medical products: product ID: 8583, lot# 0208235841, product type: accessory. Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a female patient receiving intrathecal morphine (dose/concentration/lot were not known) via an implantable infusion pump. The indication for use was not known. The approximate event date was (B)(6) 2015. The catheter and pump were implanted in (B)(6) 2015. At the first refill a discrepancy was noted between volumes and the pump was refilled. At the second refill, the volume remaining in the pump was 40cc. The catheter was reportedly patent. The hcp was suspecting a pump malfunction. The pump was filled with "nacl", at minimum rate, and the patient was scheduled for a pump replacement and to check the catheter. According to what the patient told the company representative, no symptoms of withdrawal or overdose occurred, as the patient was in titration. During surgery, the catheter was found to be twisted on itself, in a little bundle, of approximately 2cm. The catheter length involved was of 33cm. The surgeon also found that the catheter was cut, but could not determine if he was responsible for cutting it, or if it was already cut. As of (B)(6) 2015 the issue was resolved. The patient status at the time of the report was "alive -no injury". The serial number of the catheter was not known. No further information was provided.